Manufacturer narrative:
The lot numbers were provided for all four malfunctions and lot history reviews were performed. For one malfunction product catalog no was updated to dl900f based on lot no provided. For the four reported events, the devices were not returned; however, medical records were provided and reviewed for all four malfunctions. For three malfunctions, the investigations are inconclusive for filter migration. For one malfunction, the investigations is confirmed for perforation of the inferior vena cava and inconclusive for filter migration. A definitive root cause could not be determined. The devices are labeled for single use. (Lot number: gfyl3323) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the events indicated that model dl900j vena cava filter allegedly experienced migration of device. These reports were received from various sources. Of the four events, all four involved patients with no reported injury. Of the four patients, three patients' ages were reported to be between 55-68 years and two patients¿ weight were reported to be between 108-113 kgs, three patients were reported as male. All other patient details were not provided.

Manufacturer narrative:
H10: of the four malfunctions, three lot numbers were provided and lot history reviews were performed. For the four reported events, the devices were not returned; however, medical records were provided for two malfunctions and one included images. For three malfunctions, the investigations are inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. For one malfunction, perforation was confirmed, however, migration is inconclusive. Definitive root causes could not be established. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the events indicated that model dl900j denali filter system experienced migration of device. These reports were received from various sources. Of the four events, all four involved patients with no reported injury. One patient is a 64 year old male who weighs 108 kgs and one patient is 68 years old. No other information was provided for the patients.

Manufacturer narrative:
Of the four malfunctions, three lot numbers were provided and lot history reviews were performed. For the four reported events, the devices were not returned. Therefore, the investigations are inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model dl900j denali filter system experienced migration of device. These reports were received from various sources. Of the four events, all four involved patients with no reported injury. In each of the four events, sex and weight were not provided. Three of the four patients age ranged from 64 to 77 years-old, the fourth patient's age was not provided.

Manufacturer narrative:
H10: of the four malfunctions, three lot numbers were provided and lot history reviews were performed. For the four reported events, the devices were not returned; however, medical records were provided and reviewed for three malfunctions. For three malfunctions, the investigations are inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. For one malfunction, perforation was confirmed, however, migration is inconclusive. A definitive root cause could not be determined. The devices are labeled for single use. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the events indicated that model dl900j vena cava filter allegedly experienced migration of device and perforation of the inferior vena cava. These reports were received from various sources. Of the four events, all four involved patients with no reported injury. The patients ranged from 62 to 68 years of age and one was 108 kgs. Of the reported patients, 2 was male. The other patient age, gender, and weight was not provided.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model dl900j denali filter system experienced migration of device. These reports were received from various sources. Of the four events, all four involved patients with no reported injury. In each of the four events, age, sex, and weight were not provided. The dl900j denali filter system were not returned, limiting investigation.